Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with the shunt system. The patient was implanted with a prosa valve in the chest region on (B)(6) 2018. Adjustment was planned shortly after implantation under fluoroscopy. On (B)(6) 2018, adjustment was attempted but could not be performed. Due to the risk of infection, the surgeon did not want to open the incision. However, the area for adjustment was under the incision line. Additional information was not provided.

Manufacturer narrative:
No additional information was provided about the event, or details on the material. The device was not returned and the sample was not released for examination. Manufacturing evaluation: as the case is described, we assume a user error. We described in our instructions for use, care must be taken that the valve unit is implanted parallel to the body axis. A suitable implantation site is behind the ear. The shunt should not be located directly under the skin incision. The adjustable gravitational unit must be placed over a hard bony surface and should not be implanted within an area that makes locating the valve more difficult (e. G. Under a scar).